Manufacturer narrative:
The reported event is inconclusive because no sample was returned. A potential root cause for this failure could be " inadequate material selection - materials of construction are not biocompatible ". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood". Connect the canister to wall suction and set to a minimum of 40mmhg continuous suction. Always use the minimum amount of suction necessary. If using the drydoctm vacuum station, connect the canister to the unit and turn the unit on. Please consult the drydoctm vacuum station user guide for further information. To avoid potential skin injury, never push or pull the purewicktm female external catheter against the skin during placement or removal. Never insert the purewicktm female external catheter into vagina, anal canal, or other body cavities. Discontinue use if an allergic reaction occurs". After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. Assess device placement and patient¿s skin at least every 2 hours. Replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. Change suction tubing per hospital protocol or at least every thirty (30) days". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient had getting urinary tract infection from purewick female external catheter and patient was no longer using it. No medical intervention was reported. Patient had been using pw200, pwkit03, pwfx30 more than 90 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that patient had getting urinary tract infection from purewick female external catheter and patient was no longer using it. No medical intervention was reported. Patient had been using pw200, pwkit03, pwfx30 more than 90 days.